Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # l5111l. Additional information received: the hospital called us days later. No sales rep was present. I had an office meeting with the surgeon. He explained that it was radiated tissue very hard and he pushed the stapler over the tissue. He said ¿it was all him ¿ pushing the stapler to its limits. The surgeon took full responsibility for what happened. They got a new stapler and finished the case. The patient is doing fine. Additional information requested but unavailable: when the device was not properly laying staples to the distal jaw, what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Was the staple line interrupted (firing completed, but staples missing from the staple line)? Was the firing able to be completed? If no, were the staple line and cut line approximately equal in length? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The analysis results found that the ez45b device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge reload was received for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a thoracoscopic lobectomy procedure, the device fired, creating a crunching sound and was not properly laying staples to the distal jaw. Another device of the same product codes was used with proper staple formation and good results to complete the case. There were no patient consequences reported.